Event description:
The customer performed a blood glucose test and received a result of 640mg/dl. The customer went to the emergency room. The customer doesn't remember what treatment if any was given. They state they were in a coma three times during the day. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.